Event description:
Reporter indicated that vns pt developed an infection post-implant. It was reported that the neck incision appeared to be healing fine at first, but that it later became inflamed. The inflammation continued to grow and become very tender and then "burst open" with granulation tissue, blood and pus present. Treating neurosurgeon indicated that the pt had developed a granuloma at the neck incision site and that no infection was present. It was reported that the pt suffered wound breakdown and that the pt had irritated/scratched at the incision site. The pt's parent was in disagreement with the treating neurosurgeon and took the pt to see a plastic surgeon who surgically cleaned up the wound and removed the granuloma. The pt was reportedly hospitalized for over a week and was prescribed IV antibiotics. The plastic surgeon indicated that there is granulation tissue wrapped all around the vagus nerve and the lead. He indicated that the wound was repaired for now, but that because of the amount of tissue, it would probably be a matter of time before the problem recurred. It was reported that the granulation tissue did form again and that the pt's parent was planning another surgical removal with a different surgeon as the parent felt that the first surgeon did not perform the procedure properly. It was reported that the pt's lead is now extruding through the neck incision site.